Event description:
It was reported that the device was found leaking. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new the device was returned to olympus for evaluation and the customer's allegation was not confirmed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Follow-up is in progress to obtain additional information regarding the event from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the device was found leaking. There was no patient impact , no harm reported due to the event.